Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a gradual rise in pace impedances. The impedances then became out of range. At this time, the lv lead remains in service. The patient will be monitored at their normal follow-up appointments. No adverse patient effects were reported.